Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose (bg) level of 513 mg/dl. Customer's mother delivered a bolus to address elevated bg level. Reportedly, the customer left the infusion set site longer than the labeled time. The customer declined further assistance from tandem technical support and declined to provide additional information regarding the issue.